Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a power source alert occurred and battery was not charging. After charging for additional 30 minutes, the alert cleared and battery was charged. There was no reported impact to customer's blood glucose.